Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had open book image. Customer's blood glucose level was unknown. Customer also stated that the no pump error was displayed before the open book image was displayed on the screen. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will not be returned for analysis.